Event description:
Patients acetabulum was revised for aseptic loosening. Trident psl 50mm shell was revised to trident ii tritanium multihole shell 58mm, eccentric f liner, v40 to c-taper sleeve, and +2.5 36mm c-taper biolox head.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced.